Event description:
Consumer reported complaint for error message (e-7). The customer reported feeling shaky and having a headache. Medical attention was not needed at the time of the call. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 07/19/2026 and open vial date was not provided. Customer also advised he purchased 4 containers of test strips and mixed the containers together. Customer stated the error occurred before he mixed the test strips. Customer declined running a blood test during the call.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: headache and shakiness. Meter and test strips were not returned for evaluation. Importer's (thi) retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Retention testing was performed by the manufacturer (sinocare inc.) Using test strips from the same lot. Sinocare retention strip lot tested within specification. Most likely underlying root cause: mlc-014: insufficient blood sample applied to strip (user) notes: 1. Manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and the replacement products resolved the initial concern - unable to establish contact with customer at this time. 2. Sinocare (a foreign manufacturer, fei #3016863723) and trividia health, inc. (A u.s. Company/importer, fei #1000113657) have entered into a customer service agreement. Trividia health, inc. Handles customer complaints for the trueness¿ blood glucose monitoring system and trueness¿ air blood glucose monitoring system (k231476 - class 2) and records customer information, establishing a unique complaint number.